Manufacturer narrative:
Additional information received indicates that the user did not use excessive force when trying to connect and the device had not been dropped. The patient tolerated the controller exchange "very well". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the controller would not "connect" to the monitor. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during bench testing; the controller was unable to communicate to a monitor. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the inability of the controller to communicate to a test bed monitor. Supplemental testing revealed that an internal connection between the serial port and printed circuit board (pcb) was found loose. The controller successfully communicated to a monitor once the connector to the pcb was firmly connected. A review of the device's manufacturing records indicated that a rework was performed to replace the overlay of the controller. During reassembly, the controller and power boards were reinstalled. It's likely the internal serial port connector was not properly connected during the reassembly. The most likely root cause of the reported event can be attributed to a loose internal serial connection between the serial connector and printed circuit board. It's likely the internal serial port connector was not properly connected during the reassembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported from finland by medical personnel that a patient experienced a controller exchange. The ventricular assist device (vad) nurse could not connect the monitor to the controller. There were no reported consequences or impact to the patient. No additional information provided.